Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms, noise and no capture on the left ventricular (lv) channel. A fracture of the lv lead is suspected and a revision procedure will occur in the near future. No adverse patient effect were reported.

Manufacturer narrative:
(B)(4). A revision procedure was performed and the lead was removed from service. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.